Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR at this time. If add'l info becomes available, it will be submitted in a supplemental report.

Event description:
Box chisel snapped in place during surgery. Another identical device was immediately available. Surgery completed as originally planned.